Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported by the customer that their insulin pump was alarming motor error. Customer stated that device alarmed twice during bolus deliver. During troubleshooting, customer stated that they did use the sensor feature and was able to rewind the insulin pump. Informed customer to allow bolus delivery to complete before accessing sensor glucose graph feature, as this may cause the motor error alarm. Advised customer to discontinue use of device and revert to back up plan. Customer's blood glucose level was 277 mg/dl at time of reporting. Nothing further reported.